Event description:
The device was used during an abdominal hysterectomy procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
Device not received for eval.